Event description:
A discordant, falsely elevated potassium result was obtained on the advia 1800 instrument. The patient was redrawn and the laboratory repeated the testing and obtained a lower potassium result. The patient was redrawn a second time and the laboratory repeated the testing and obtained a lower potassium result. This result was sent out as the corrected result. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the cause of the discordant, falsely elevated potassium result is unknown. The instrument is performing within specification. No further evaluation of the device is required.